Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles the customer¿s blood glucose was 360 mg/dl at the time of the incident. Patient's current bg: 360 mg/dl. Customer stated that this is her third time doing an infusion set up and she has a high blood glucose at 8:45 blood glucose was 262 mg/dl blood glucose. Customer¿s recent blood glucose was 285 mg/dl. The customer experienced symptoms such as dry mouth, warm, nausea. Customer treated for high blood glucose with syringes. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer stated that air bubbles were present in tubing. Customer allowed for insulin to warm to room temperature prior to filling res. Customer does not have a res plunger available. The customer was unable to remove the air bubbles and was instructed to change the set; the air bubbles did not persist after the set change. The reservoir will not be returned for analysis.